Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing uncomfortable abdominal stimulation, pain at the implant site and difficulty charging the ipg. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Event description:
A report was received that the patient was experiencing uncomfortable abdominal stimulation, pain at the implant site and difficulty charging the ipg. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. Additional information was received that patient underwent an explant procedure and device will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patient was experiencing uncomfortable abdominal stimulation, pain at the implant site and difficulty charging the ipg. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.